Event description:
It was reported that during a breast biopsy procedure the dc motor adapter on the device was damaged. The case was aborted and rescheduled for a later date. No pt consequence reported.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.